Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. A review of the manufacturing documentation associated with this lot# f2024201 presented no issues during the manufacturing process that can be related to the reported complaint.

Event description:
As reported, the sealant of a 6f-7f mynxgrip vascular closure device (vcd) did not deploy. There was no reported patient injury. The user was trained with the device. The device was opened in a sterile field. The device will be returned for evaluation.

Manufacturer narrative:
As reported, the sealant of a 6f-7f mynxgrip vascular closure device (vcd) did not deploy. There was no reported patient injury. The user was trained with the device. The device was opened in a sterile field. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle was engaged to the black handle. The advancer tube was covering the balloon. The sealant was not returned with the device. Blood was observed on proximal end of the advancer tube surface after unsheathing. The device was inspected for damages/anomalies that may have contributed to the reported failure, and no damages/anomalies were observed. Per functional analysis, the advancer tube was proximally retracted and found properly engaged to proximal tamp lock as intended per the mynxgrip instructions for use (IFU). The investigation of the returned device found no functional non-conformities on the returned device. Per microscopic analysis, blood was observed on proximal end of the advancer tube which indicated that blood may have been trapped inside the sheath and caused the sealant to prematurely hydrate and increase the profile during the procedure. A product history record (phr) review of lot f2024201 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to deploy¿ was not confirmed during analysis of the returned device. The sealant was not returned with the device; therefore, a complete investigation could not be performed. However, the condition of the returned device is consistent with a device deployment jam. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as the sealant prematurely hydrating and increasing the profile, may have contributed to the reported event. According to the instructions for use (IFU) which is not intended as a mitigation of risk, insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator . Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.